Manufacturer narrative:
The delivery pusher was found sheathed and stuck inside of the introducer. The implant and microcatheter were not returned. The introducer tip was slightly damaged, but the rest of the introducer was undamaged. The gold connector of the pusher was slightly bent. The electrical resistance of the pusher was measured at 41.3 ohms, which is within specification. The proximal connector was measured at "ol," which is normal. A 4-way v-grip continuity test elicited all green lights. The introducer was flushed with saline which allowed for the pusher to be easily removed from the introducer. The heater coil of the pusher did not display signs of thermal detachment. The body coil of the pusher was offset in some places. The attachment monofilament of the pusher was dissected out of the pusher and the monofilament tip was observed to be stretched. Based on the investigation, the complaint is confirmed because the device was returned without the implant attached and evaluation suggests that the implant did not detach by normal means. The implant most likely experienced pulling forces over specification, as indicated by the stretched attachment monofilament tip. The cause of the force could not be determined as the implant and microcatheter was not returned for evaluation.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the embolization coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety together with the microcatheter. There was no reported patient injury. The patient is reported to be "fine."